Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-35641. Related manufacturer reference number: 2017865-2021-35642. Related manufacturer reference number: 2017865-2021-35645. It was reported that the patient presented for in office check. It was discovered that the patient had a pocket infection. Therefore, the physician elected to explant the entire implantable cardioverter defibrillator (ICD) system, including the device and the right ventricular (rv), left ventricular (lv) and right atrial (ra) leads, on (B)(6) 2021. A competitor device was implanted until the patient recovers from the infection. The patient was in stable condition.